Manufacturer narrative:
The complaint is under investigation.

Event description:
It has been reported that during vitrectomy procedure, the eva triggered a message regarding an incorrect pressure sensor output. The user was unable to resolve the issue with the eva but was able to complete the surgery as scheduled. No report of patient/user harm. However; due to this event the surgery was prolonged with more than 30 minutes.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The eva system involved in the reported event was exchanged and will be returned for investigation. Unfortunately, the system has not yet shipped. However it has been confirmed that shipment will be arranged soon. The investigation will be completed after the device has been returned. It should be noted that no similar issues were reported since the exchange of the system involved.

Event description:
It has been reported that during vitrectomy procedure, the eva triggered a message regarding an incorrect pressure sensor output. The user was unable to resolve the issue with the eva but was able to complete the surgery as scheduled. No report of patient/user harm. However, due to this event the surgery was prolonged with more than 30 minutes.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The eva system involved in the reported event was exchanged and will be returned for investigation. Unfortunately, the system has not yet shipped. The investigation will be completed after the device has been returned. It should be noted that no similar issues were reported since the exchange of the system involved.

Event description:
It has been reported that during vitrectomy procedure, the eva triggered a message regarding an incorrect pressure sensor output. The user was unable to resolve the issue with the eva but was able to complete the surgery as scheduled. No report of patient/user harm. However, due to this event the surgery was prolonged with more than 30 minutes.

Event description:
It has been reported that during vitrectomy procedure, the eva triggered a message regarding an incorrect pressure sensor output. The user was unable to resolve the issue with the eva but was able to complete the surgery as scheduled. No report of patient/user harm. However, due to this event the surgery was prolonged with more than 30 minutes.

Manufacturer narrative:
With regard to this complaint an eva vfie module was returned for investigation. Investigation of the returned module revealed a defective pressure sensor on the vfie pcb. During start-up of the eva surgical system, the pressure sensor will be calibrated. However, due to the defective sensor, the calibration offset will be outside the limits. This will be detected by the eva surgical system causing the system to generate the reported message regarding an incorrect pressure sensor output. Based on the investigation results it was determined that the reported event is attributable to a random component failure of the pressure sensor inside the vfie module that was returned for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
The eva system involved in the reported event was exchanged and will be returned for investigation. Unfortunately, the system has not yet shipped. However it has been confirmed that shipment will be arranged soon. The investigation will be completed after the device has been returned. It should be noted that no similar issues were reported since the exchange of the system involved.

Event description:
It has been reported that during vitrectomy procedure, the eva triggered a message regarding an incorrect pressure sensor output. The user was unable to resolve the issue with the eva but was able to complete the surgery as scheduled. No report of patient/user harm. However, due to this event the surgery was prolonged with more than 30 minutes.